Event description:
(B)(4). I received essure in (B)(6) 2015 an shortly after I started having really bad headaches an my period was very heavy for the first 9 days after placement.then I stop an haven't had a period since but I started gain weight I'm talking 2-5 pounds a week. I weighted (B)(6) the day I got essure an 5mo the later I weight (B)(6) I have never gained weight like that. I am so depressed I don't want to get out of bed or even clean my house do to no energy, I have muscle spasm in my back neck an legs that I have to take muscle relaxer daily an tramidol for the pain. Recently found out that I have low thyroids an my teeth ate breaking off. My mood is off an on all the time due to mood swings. My eyes hurt if I go out in the light. I have tingling in my hands an feet. Abdominal pain, server pelvic pain an this has all been since I got essure.